Event description:
It was observed that during the device evaluation, the uretero reno videoscope exhibited a chipped bending section cover and also had a sticky universal cord, and a sticky up down angulation lever plate. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the chipped bending section cover, the sticky universal cord, and a sticky up down angulation lever plate, was unable to identify the specific cause, but it is presumed to be due to usage stress or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.